Event description:
The rv lead was revised and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came into the clinic after hearing a patient alert and feeling dizzy. It was noted that the right ventricular (rv) and superior vena cava (svc) coil lead impedances were high. The rv lead remains in use. No patient complications have been reported as a result of this event.